Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted it was incorporated into a mush of the hernia sac, with a small portion still incorporated into the fascia. Most of the mesh was removed except for a portion in which the fascia would be destroyed to remove it. It was reported that the patient experienced severe pain, mesh detachment, recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.